Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Insulin pump had a cracked case at display window corner and minor scratches on lcd window.

Event description:
It was reported that the insulin pump had partial display. The customer's father stated the daughter's insulin pump screen was half out and had missing segments in the screen. Customer's blood glucose was 70.20 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.